Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00152 on october 9, 2015. On 10/27/2015 additional information: siemens received one patient sample and one unopened box of lot 257. The patient sample was run neat and 1:10 dilution on two readypacks from the returned box of lot 257, in-house lot 257 and lot 258. The patient sample consistently read >11 and diluted ~10 index units. This is inconsistent to customer observations of a <1 result when run neat on lot 257. The initial negative result could not be reproduced, therefore the cause could not be determined. (B)(4). The cause for the discordant (B)(4) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the (B)(6) results is unknown. The customer will send the patient sample and one unopened box of (B)(6) lot 257 for further testing and investigation at the manufacturer's site. The instrument is performing within specifications. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. (B)(6)."

Event description:
A (B)(6) advia centaur xp hcv result was obtained on a patient sample during a lot to lot testing. The patient sample was reactive on lot 255 and (B)(6) on lot 257 (new lot). The patient sample was run multiple times on both lots and the results were the same. A different sample from the same patient was tested on both lot numbers and the results were the same. The patient sample was tested on the previous lot 253 and the result was (B)(6). The sample was diluted (1:10) and run with lot 257. The results were comparable to lot 255 ((B)(6)). Another reagent kit lot 257 of (B)(6) was sent to the customer. The customer calibrated the assay and the patient sample was run with this reagent kit. The result was reactive. No results have been reported with lot 257. The customer is using lot 255. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the (B)(6) advia centaur xp hcv result.